Event description:
It was reported to philips that the device's paddle has physical damage. There was no patient involvement. Updated problem statement: it was reported to philips that the device had a physical damage. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's paddle has physical damage. There was no patient involvement.